Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, and a review of product labeling. The field service representative (fsr) checked and replaced multiple parts including the alinity pipettor probe which was identified as a cause and replacement resolved the issue. A review of service history on the alinity I processing module showed no additional false elevated results after service. Review of the alinity I product monitoring did not identify any similar issues or trends. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that false positive alinity I toxo igg results were generated for multiple patients that tested negative using the liaison toxo igg method. No adverse impact to patient management was reported.